Manufacturer narrative:
(B)(4). Event date: only event year known: 2022. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Linx photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the date of implant? What was the date of explant? What symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an open linx implant had to be removed.

Manufacturer narrative:
(B)(4). Date sent: 9/29/2022.

Manufacturer narrative:
(B)(4); date sent: 11/10/2022. Investigation summary: a 15-bead linx device with a visible weld ball that disconnected from a washer was returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The remaining device characteristics, excepting the visible weld ball, show no anomalies for a device that has been reasonably changed as part of the explant procedure. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. The washer through-hole at the separation was measured which was greater than the specification. The washer through-hole was concentric with small amount of material displacement at the outer edge of the through hole. The overall appearance of the surface of the washer through hole didn¿t exhibit gross loss of shape. The top view of the diameter of the exposed weld ball was measured. This diameter is within the specification. (Torax doc (B)(4)). The weld ball was concentric with the respect to the wire. A manufacturing record evaluation was performed for the finished device batch number 14950, an nc was found in male bead case component; however, this nc is not related to the failure because the device analysis concluded the issue was related to washer component. For mwr-(B)(4). H10 the DHR was incorrect. It should have said: a manufacturing record evaluation was performed for the finished device batch number 14950, an nc was found in male bead case component; however, this nc is not related to the failure because the device analysis concluded the issue was related to washer component.

Manufacturer narrative:
(B)(4). Date sent: 8/16/2022. D4: batch # 14950. D6b: assumed (B)(6) the device was implanted. Exact day is unknown. Additional information was requested, and the following was obtained: what was the date of implant? (B)(6) 2017. What was the date of explant? (B)(6) 2022. What symptoms lead to the discovery of the discontinuous device? Reflux symptoms reappeared. What was the date of the imaging which showed the discontinuous linx? (B)(6) 2022. If available, please share a copy of this imaging. Image shared. Was the device initially effective in controlling reflux? Yes. Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? No. Did the patient have any other surgeries in the area? No. Is device removal scheduled? Already done. Is a replacement linx or fundoplication planned? No, reflux stop implanted. When and if the linx device is removed, may we ask that the device be returned for analysis? Yes. Batch number 14950. Lot: 13370.

Manufacturer narrative:
(B)(4). Date sent: 7/22/2022 investigation summary as per medical safety officer: the images demonstrate a discontinuous device. Unfortunately the mechanism/cause of failure cannot be determined from the provided x-ray images. A manufacturing record evaluation was performed for the finished device batch number 14950, and a nc was identified in the component lot 13370 and was release according to the quality procedures.